Event description:
Stent was defect, system of transmission not worked properly "as per cc form": catheter pulled apart then broke off. Stent can not release. Lab evaluation date: (B)(6) 2022: red marker at the end of the handle. Lockwire not returned. Broken flexor at clear section. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to lab evaluation completed on jan 14 2022: visual inspection: red marker at the end of the handle. Lockwire not returned. Broken flexor at clear section. Functional inspection: handle actuating as intended. Unable to deploy stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation. 1 unit of evo-fc-8-9-8-b and lot# c1844234 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 14 jan 2022. On evaluation of the device the red marker was at the end of the handle. Lockwire not returned. Broken flexor at clear section. Handle actuating as intended. Unable to deploy stent. Following the lab evaluation several attempts were made to obtain additional information regarding this device. However, no response has been received to date. If it is received in the future then the file will be updated accordingly. Documents review including IFU review prior to distribution evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-8-9-8-b of lot number c1844234 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1844234. It should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor kinking/breaking. Continued attempt to deploy once kinked would have stretched/pulled apart the flexor, as per complaint description "catheter pulled apart then broke off", as seen in the lab photos. Broken flexor would then have prevented the stent release. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. User then changed to another same device to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.